Event description:
Little metal parts were observed in the body after use of blade. According to the hospital the front of the blade was not squeezed or bent during surgery. Email sent (B)(6) 2011 for follow-up if pieces were removed; still waiting for response from the sales rep.

Manufacturer narrative:
During our evaluation it was observed that there is scoring on the inner blade; galling at tip radius; knicks in the inner edgeform. The condition of the device is consistent with excessive lateral load applied during use. Conclusion: excessive force. (B)(4).

Manufacturer narrative:
E-mail received (B)(6) 2011; the information received indicates the site was flushed to remove the particulate. Therefore nothing remains in the patient. Supplemental report is being completed to capture this information. (B)(4).